Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a review of instrument service history, a review of trending data, and a review of product labeling. Service investigated the source of the smell/smoke and determined the likely cause was internal melting/overheating of the power supply, scc f plus/f_win7 (rohs)_part number 7-206072-01. The power supply, scc f plus/f_win7 (rohs)_part number 7-206072-01 was replaced with power supply, scc f plus/f_win7 (rohs)_part number 7-206072-02 to resolve the issue. Review of instrument service history revealed no additional issues of melting/overheating reported on isr03940 on or around the date of this complaint. No adverse trend for tickets with replacements of the power supply, scc f plus/f_win7 (rohs), was identified. No adverse trends were identified for the architect (B)(4) with regards to the current issue. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed smoke and smelled burning odor coming from the scc of the architect i2000sr. It was reported that the scc power supply was replaced due to an internal component melting/overheating. After restarting the scc/instrument the monitor went out and had to be replaced. After replacing the monitor the instrument was rebooted and is ready for use. There was no impact to patient management reported.